Manufacturer narrative:
Information was received from the affiliate confirming the cancelled load was reprocessed and was not released for use on any patients. Therefore, this file is no longer deemed reportable.

Manufacturer narrative:
(B)(6). (B)(4). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported their sterrad® nx was presenting cycle cancellations due to vacuum subsystem errors. The load associated with the cancelled cycle was reported to have been released for use on a patient(s) without reprocessing. At this time there is no report of patient injury or infection. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp had decided to report all incidents loads from cancelled cycles which are released for use on patient(s) without reprocessing.